Event description:
Adverse event(s): delay in procedure. Product problem(s): "touchscreen froze during the case" (no display or display failure). A nurse reported, the touchscreen froze during the case. The sys was rebooted and the case completed. No pt impact was reported.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did indicate three related reports for this sys. (B) (4). (B) (4). (B) (4).